Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal end. Both crimps were installed at the distal end. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was found to have a broken cable. There was no report of fragments falling inside a patient, patient harm, adverse outcome or injury.